Manufacturer narrative:
Return of the device for further evaluation was initiated. Additional information will be provided upon conclusions of the investigation.

Event description:
On 2019-nov-01 arjo was informed about situation involving maxi sky 600 ceiling lift. During resident's transfer from bed to shower chair using maxi sky 600 ceiling lift, the strap of the ceiling lift suddenly dropped about 18 inches. Resident lowered a bit sideways and hit his head on the door handle. The resident sustained a slight laceration on the left side of his head approximately 2 inches away from the back of his ear, treated with a first aid.

Manufacturer narrative:
Arjo was informed about an event involving maxi sky 600 ceiling lift and the sling. During resident¿s transfer from bed to shower chair, the ceiling lift suddenly lowered the patient for about 18 inches. In effect, the resident hit his head on the door handle and sustained a slight laceration on the left side of his head, treated with a first aid. The device was inspected at the customer site by arjo representative. No failure within the device was found and the sudden strap unwinding could not be duplicated. The emergency brake was functioning correctly and the only issue observed was the waves on the strap lifting the resident. The transmission (part of the device containing strap unwinding mechanism) was replaced and returned to the manufacturer¿s factory for further inspection. It was revealed that the cblm plate (allows to detect if there is a tension on the strap and ceases downwards motor movement when the lift is not loaded) did not work as intended. Following the inspection, it was concluded that continues pressing the lowering function when there is no load on a spreader bar or a load becomes supported, can cause that the motor continues to spool out the strap. As a result the strap may be accumulated around the drum. With the load on the spreader bar, the loose on the strap will be eliminated and the emergency brake will be activated, preventing resident from further lowering. These findings would explain initial observation of waves on the strap. Arjo device played a role in the event as it was used with a resident at the time of the event. The maxi sky 600 ceiling lift failed to meet the manufacturer¿s specifications. The complaint was decided to be reportable based on the indication of sudden lowering of the ceiling lift during use with patient.

Manufacturer narrative:
The device was inspected at the customer site on 2019-dec-11 and no failure within the device was found. Transmission (part of the device containing strap unwinding mechanism) was replaced as a preventive measure. The transmission involved was returned to the manufacturer to find a root cause of the issue. We are awaiting evaluation results. Additional information will be provided upon conclusions of the investigation.